Event description:
A patient reported that they had segments missing on their one touch basic enhanced meter. Patient did not have any symptoms. The result on their meter was "400 something". Patient re-tested and got the "same reading". Patient visited their physician and the doctor's meter read "300 something". Time difference is unknown. The issue of missing segments on the display was not resolved with troubleshooting. Unknown what treatment given at the doctor's office. No further information has been reported.